Event description:
It was reported that the pneumatic hose of the maestro drill was leaving a residue on the surgeon's gloves. The same unit was used to complete the procedure. There was no reported delay, medical intervention or adverse consequences with this event.

Manufacturer narrative:
Device investigation was performed and the pneumatic hose degradation was confirmed.